Event description:
Initial reporter indicated that the patient was having an increase in their seizures equal to their pre vns implantation seizure rate. Diagnostics were performed and were within normal limits. The treating physician did not think the increase in seizures was related to patient's vns therapy. He reported, "the increase in seizures was related to the omniscience in the brain of the patient's disease, since the patient had already had two brain surgeries, the patient may need another if the seizures don't decrease." The physician reported that he would be titrating the patient's vns settings. The doctor increased the output current, which resulted in a temporary decrease in seizures and changes were made to the patient's medications. The patient had an episode of status epilepticus and was admitted to hospital and had their vns generator replaced. Good faith attempts are being made for product return for analysis and further information about the reported status event.